Manufacturer narrative:
Though requested, no additional information was received from the customer. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Manufacturer narrative:
Raw data was unavailable, a system¿s assessment could not be performed. A thorough reagent investigation could not be performed as the lot number for the reagent kit was not provided. An investigation was performed only using the material number of the kit. Discrepant results can occur for a variety of reasons. Discrepancies between results of highly sensitive molecular tests can be observed for respiratory viruses when specimens contain very low concentrations of the analyte (i.e. Viral load). Specimen-to-specimen variability in the concentration of viral rna may occur due to differences in specimen collection, sampling location, disease severity, phase of infection, and time since symptom onset. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. As a result, it is important to recognize that discrepant results between the cobas® liat® system and another highly sensitive molecular test may not indicate the cobas® liat® system result is erroneous. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods. Change suspect medical device from the instrument to the assay throughout the MDR. Changed device and eval method codes. (B)(4).

Manufacturer narrative:
Though requested, no additional information was available. An investigation is on-going. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system [(B)(4), product code: qjr]. The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in (B)(6) alleged the generation of false positive results with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system for 1 patient. The sample run [on liat sn (B)(4)] generated a positive result for sars-cov-2. The erroneous result was not reported to the patient and/or medical personnel treating the patient. No harm alleged. Though requested, no additional information and/or data were available.